Event description:
(B)(6). The customer indicated that initial and repeat (B)(6) prism anti-hbc results were generated. S/co results were (B)(6). Upon performing confirmatory testing (B)(6) results were generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(6). (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Testing of retained material of prism hbcore reagent, list number 1a77-48 lot number 17665li00 and reference reagent, lot number 19133li00 was performed on two different prism channels and met specifications. Controls showed values within the typical range. Furthermore 30 additional replicates of the negative control were tested with lot number 17665li00 and a reference reagent lot 19133li00 on each of two prism channels in order to evaluate reproducibility (and specificity). All values of the negative control obtained with lot 17665li00 s/co were between (B)(6) and no (B)(6) results were obtained. All values of the negative control obtained with lot 19133li00 s/co were between (B)(6) and no false reactive results were obtained. Furthermore, the mean values for the negative control obtained with reagent lot numbers 17665li00 and the reference reagent lot 19133li00 were statistically analyzed and the result indicates that the performance of both reagent lots is not statistically different. To evaluate analytical specificity, reference panels a (plasma pool plp) and b (serum pool sep) and a igm reference panel (ip) were tested. The reagent kits showed normal performance without (B)(6) results for panel a and b and without (B)(6) results for the igm reference panel (ip). All %inhibition specifications were met and in the normal range. All generated data demonstrate that the performance of the prism hbcore assay, list number 1a77-48 lot number 17665li00, is not compromised and the performance fulfills the package insert claims with regard to specificity. Additionally, the performance was investigated by completing a review of manufacturing and testing records for the affected reagent lot. This review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. Review of the human negative population testing for final release revealed no indications that the specificity of the lot might be adversely affected. Customer complaint data was reviewed and no adverse trends were identified related to the complaint issue. The prism hbcore reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Manufacturer narrative:
(B)(4).